Manufacturer narrative:
Model 3186 explanted and not model 3189 as previously reported.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-001168. It was determined that model 3186 was explanted on (B)(6) 2016 and not model 3189 as previously reported. Model 3186 has been added as device #2.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had x-rays taken and the x-rays showed that the lumbar epidural lead had migrated. The patient underwent surgical intervention to remove and replace the lead which resolved the issue.